Event description:
While the device was in use there was a spark at the tip of the jaw and then part of the jaw dropped off into the cavity. The disengaged jaw piece was retrieved from the cavity without incident. However, when the surgeon attempt to remove the device the handle could not be moved at all and it could not be removed from the port.